Event description:
It was reported that a malfunction alarm occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer did not have a specific backup therapy in mind and tandem technical support decided to send a new pump to the customer.